Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved to replace the pump. The caller indicated no current backup therapy for insulin delivery and plans to consult a healthcare professional.